Event description:
Customer reported that he was hospitalized due to high blood glucose and dka. The blood glucose reading was high. Customer stated that his insulin pump was not working correctly. Customer stated that the insulin pump screen was frozen, was locking up and the numbers was ramping up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.